Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to flush/loose drive support disk. Unable to perform the occlusion test due to motor error alarm, the motor was tested outside of the device and it passed. Unit passed the prime and excessive no delivery alarm, rewind, displacement test. Unit was received with cracked case at display window corners and scratched display window.

Event description:
It was reported that the insulin pump drive support cap is loose. Nothing further was reported.